Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge received a customer product complaint reporting smoke and visible sparks originating from underneath the electrical panel of the aquadis 56 washer unit. The customer immediately switched off the power upon observing the issue. During inspection of the unit, it was identified that the start/run capacitor of the drain pump motor had shorted and melted. As a correction, the drain pump assembly was replaced. In addition, a leak was identified at the tri-clover clamp, which was found to be loose. The clamp was tightened, and nuts on the manifold were also secured. Following these actions, the unit was operated through several test cycles, during which no leaks were observed. The unit successfully passed the pcd test and is currently operating as designed. At the time of writing this report, no information has been received indicating that any injury occurred as a result of this issue.